Event description:
An asymptomatic patient presented in the or for changeout due to normal eri. Externalized conductors were observed via fluoroscopy. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.